Manufacturer narrative:
Device history record (DHR) summary: "all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conform." And "the ¿undesirable effects¿ section of the dfu specifies that ¿there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed."

Event description:
Healthcare professional reported patient was injected to the lower eyelids with juvéderm® volbella¿ with lidocaine. About 6 months later the patient developed little balls, also referred to as granuloma, in the right eyelid and discomfort in the eyelid region. Upon review the physician noted no flogistic signs and prescribed predsim in a tapering dose with "total improvement of symptoms." However when the medication was discontinued the event appeared on the left eyelid and in the malar where patient had a previous emervel injection. Patient then restarted the corticosteroids. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of little balls, granuloma, and discomfort are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications ¿ "do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the lower eyelids with juvéderm® volbella¿ with lidocaine. About 6 months later the patient developed little balls, also referred to as granuloma, in the right eyelid and discomfort in the eyelid region. Upon review the physician noted no flogistic signs and prescribed predsim in a tapering dose with "total improvement of symptoms." However when the medication was discontinued the event appeared on the left eyelid and in the malar where patient had a previous emervel injection. Patient then restarted the corticosteroids. Symptoms are ongoing.

Event description:
Additional information provided by healthcare professional notes patient symptoms resolved after using ciprofloxacin every 8 hours for 45 consecutive days.